Event description:
Surgeon was using the clip applier. He applied the first clip and the next clip fell off the applier. The surgeon made two more attempts with the same result. A new clip applier was then used.